Event description:
This case was reported by a consumer and described the occurrence of bleeding throat in a male pt who used aquafresh 3-way-head toothbrush. A physician or other health care professional has not verified this report. On an unk date, the pt started using aquafresh 3-way-head toothbrush. At an unk time after using aquafresh 3-way-head toothbrush, the pt stated that the toothbrush shot in his gullet which caused a hole in the back of the throat with loss of blood. The gap causes a lot of pain during talking. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. The MFR's report number for this case is 9615008-2007-00001. Aquafresh flex toothbrush is manufactured by m and c schiffer and neither the product nor the lot number for this product is available. No corrective actions have been required based on this report.